Event description:
A high reading issue was reported with the freestyle libre reader. A customer obtained a reading of 11 mmol/l on the built-in meter as compared to a reading of 2 mmol/l obtained on a competitor brand meter. The customer became hypoglycemic, subsequently losing consciousness, and was treated with glucagon injection by mother. An ambulance was also called and upon arrival, customer regained consciousness and had her glucose level checked. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs (device history record) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section b3 is per the customer's report of "last week." All pertinent information available to abbott diabetes care has been submitted.